Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') and pelvic operation ('pelvic floor surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("intense pain due to chronic constipation"), heavy menstrual bleeding ("intense periods"), muscle spasms ("spasms") and constipation ("chronic constipation") and underwent pelvic operation (seriousness criterion medically significant). At the time of the report, the pelvic pain, abdominal pain lower, heavy menstrual bleeding, muscle spasms and constipation had not resolved and the pelvic operation outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, constipation, heavy menstrual bleeding, muscle spasms, pelvic operation and pelvic pain with essure. The reporter commented: chronic constipation affecting the passage from the small to the large intestine. Symptoms still there to this day. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('intense periods') and pelvic operation ('pelvic floor surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), pelvic pain ("pain"), muscle spasms ("spasms"), constipation ("chronic constipation") and abdominal pain lower ("intense pain due to chronic constipation") and underwent pelvic operation (seriousness criterion medically significant). At the time of the report, the heavy menstrual bleeding, pelvic pain, muscle spasms, constipation and abdominal pain lower had not resolved and the pelvic operation outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, constipation, heavy menstrual bleeding, muscle spasms, pelvic operation and pelvic pain with essure. The reporter commented: chronic constipation affecting the passage from the small to the large intestine based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.